Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient had a lead warning for high threshold and low impedance on the right ventricular (rv) lead. It was suspected to havean outer insulation breach. The rv lead was capped and replaced. The implantable cardioverter defibrillator (ICD) met elective replacement indicator (eri) potentially earlier than expected due to the high rv threshold. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.